Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on back. The patient elected to remove the lifevest to allow the irritation to heal and had used steroid cream give to him by a doctor for a previous irritation. Follow up indicated the irritation healed.